Manufacturer narrative:
Failure analysis revealed that the buttons were unresponsive due to corroded keypad traces on the active and escape buttons. Unable to confirm the motor error alarms due to the keypad anomaly. The motor passed the motor test. The device had loose motor support disk and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed motor error during. It was stated that the device was not exposed to a high magnetic field. The displacement and self test were performed and they passed. No further information was provided.